Event description:
In the month of (B)(6), pt with multiple issues of non-compliance with medications due to inability to fill prescriptions/homelessness. Pt admitted on (B)(6) with complaints of nausea and vomiting x1 week. Vitamin k given on (B)(6) for elevated inr. (B)(6) pt with multiple lvad low flow and red alarms and continued nausea. (B)(6) pt with hematuria and increased ldh. Heparin, dopamine, bicarb and furosemide drips started. (B)(6), pt now with ams and increased bun and creatinine requiring dialysis. Ldh remains elevated.

Event description:
Patient on home therapy of lovenox, coumadin, and asa for subtherapeutic inr's. On (B)(6) phone conversation pt denies taking lovenox for several days and missing coumadin dose. On (B)(6) 2017, pt admitted with episode of expressive aphasia and right leg heaviness that started at home. CT negative for occlusion/hemorrhage. On (B)(6) ldh 419 (baseline ldh 200-300). Stroke like symptoms resolved on their own. On (B)(6) pt now complains of blurred vision on the right, right hand numbness and mild dysarthria. CT scan indicated no cva/hemorrhage. Urine now red/dark brown. On (B)(6) ldh in am 387, in evening 1056. On (B)(6) am ldh 2236. Lvad exchanged. On (B)(6) ldh down trending, now 674.